Manufacturer narrative:
The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues with the valve were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800) could not be programmed. The valve was implanted on (B)(6) 2023 and removed / replaced on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms of valve failure.